Manufacturer narrative:
Device not returned for evaluation.

Event description:
The plastic ridge on the cartridge broke off. As a result, the cartridge dislodged from the gun, when the cement was injected. No pt injury was reported.